Manufacturer narrative:
(B)(4). The actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the motor device was not working, displayed an e6 error code and had a damaged cord. This event did not occur during a surgical procedure. It was unknown if there were any delays to the planned surgical procedure or if a spare device was available for use. There was no patient involvement reported. There were no reports of injuries, medical intervention or prolonged hospitalization. The date of event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
Additional narrative: device evaluation: further evaluation determined that the device presented an e6/e5 error code. It was further determined that the wire was pulled back from the electrical pin in the electrical connector and the flex circuit potting was cracked. It was determined that the motor did not work due to a wire that was pulled away from the electrical pin in the electrical connector which is consistent with applying to much tension while handling the cord. This is what caused the e6/e5 error and the motor to not work, which is component damage caused by user error. It was determined that the flex circuit potting was cracked with a buildup of corrosion on it which is consistent with improper cleaning, which is also user error. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
Additional narrative: this device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. During repair, it was determined that the device would not work, the console displayed an e5 error code, there was a wire pulled back from the electrical pin in the electrical connector and the flex circuit potting was cracked. Therefore, the reported condition was confirmed. The assignable root cause was determined to be due to user error. If additional information should become available, a supplemental medwatch will be submitted accordingly.